Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. One sample and one photo were provided to our quality team for investigation. The sample was assembled to a syringe with saline solution. It expelled solution through the needle tip and through the needle hub. The needle hub has a short shot located about 1/4" from the bottom of the needle hub. Based on the investigation and with the sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4221164. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309575; batch # 4221164. It was reported that the bd luer-lok needle hub had a hold /crack / was damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. My staff at our cleanroom informed me that they were having issues with a few of the bd plastipak 3 ml syringes. They said that looks like there¿s a hole in the hub and that when they were retrieving drug the drug was coming out from the hole in the hub. Lot # 4221164. I don¿t think it will be possible to see in the picture, but I do have at least one syringe with me if you want it to be inspected. Additional information provided: the exact date of events was on 09/27/2024. My tech only informed me of two times that this happened to her. The events happened with two medications: ondansetron and micafunging. No impact on patient. It only delayed a little time in the process of compounding.